Event description:
It was reported that the hand piece was left on the caller's desk indicating it was not working correctly. No further info is available.

Manufacturer narrative:
Eval summary: the analysis was performed and was found that the hand piece no longer meets the specifications for continuity, phase margin and frequency phase margin. However, the instrument activated properly when tested with a generator. The hand piece was disassembled and a torn acoustic isolator was found. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.